Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on patient's behalf on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The foreign distributor did not report patient injury or medical intervention.